Event description:
Caller reported a potential false negative urine hcg result on a patient who was (B)(6) pregnant. The caller stated that a customer observed a false negative result from a urine sample collected from a patient who was three months pregnant. The customer stated that the patient was taking some medications (names of medications not provided). The customer did state that the patient's sample was very turbid and orange/red in color. No further patient information was provided.

Manufacturer narrative:
Investigation pending.